Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was intermittently unresponsive to touches. The customer's blood glucose level was 226 mg/dl. During troubleshooting the touchscreen did not function as intended. It was indicated that the customer would administer manual injections as alternate insulin therapy.